Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Hld tn 8.21 the customer reported that the tip cover of the sheath was cracked. The issue was found during reprocessing after an unspecified arthroscopic surgery. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.